Event description:
It was reported to philips healthcare that after a pt vomited onto the heartstart mrx monitor; the users cleaned the device and identified that the etco2 was intermittently not registering. There was no pt involvement, as the reported issue was noted during cleaning of the device.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.